Event description:
Reportedly the stent jumped forwarded and missed its mark. Another stent was then implnated since the first stent missed the lesion. This device was being used in the external iliac, however, it is indicated for use in the biliary tree.